Event description:
During a f/u 37 mos after implantation, the device involved in this MDR report could not be interrogated. Absence of pacing was also reported. Therefore the device was explanted.

Manufacturer narrative:
The analysis of the device is pending. This event concerns a device that was manufactured and used outside the us. The device was mfg before april 2003 and was listed in the advisory letters issued in 2004.